Manufacturer narrative:
Concomitant medical products: dtpb2qq crtd; 6935m62 lead implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead, an x-ray image confirmed that the lead had dislodged. It was also noted that all threshold values were high. The lv lead was inactivated, and a revision has been scheduled for a later time. No patient complications have been reported as a result of this event.